Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the leads were in place at the time of removal. No bleeding and bruising were noted at site when leads were pulled. No further complications reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient via a rep with an external neurostimulator (ens) for fecal incontinence patient reported it was not painful, tender in the hip area. Patient felt that lead might have moved to hip area. Patient reported having diarrhea. Patient reported that maybe sitting on the couch might have made the lead move. On (B)(6) patient reported large amount of blood at incision site. Patient reported blood in rectum area. Patient also mention hemorrhoids. Patient reported she might be confused about the manual and what the evaluation was. Patient reported not feeling any pain at the moment and was comfortable physically. No further symptoms or complications reported/anticipated